Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a diagnostic laparoscopy to right oophorectomy with partial salpingectomy procedure, the device was clamped on the infundibulopelvic ligament and the blade came forward but would not retract and come off the tissue using the handle. The jaws of the device had to be forced open and the device was removed from the case. Another like device was used to complete the procedure. The issue caused a delay in the procedure, but there was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # m91c37. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.